Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that her blood glucose was 285 mg/dl but the insulin pump was not delivering insulin and it went up to 500 mg/dl. The drive support cap is recessed. Customer declined to check the settings and set issues. The customer stated the insulin was not expired and the cannula was straight. The insulin pump failed the high pressure test the first time and passed the second. Customer was advised to change the entire infusion set and reservoir and call back if issue persists.